Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2008; 407652 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.